Event description:
It was reported that the infusion set was accidentally detached from site and the tubing blockage due to bending on bed (stress/pull) may have resulted in temporary interruption of drug delivery, which could have led to worsening of parkinson¿s symptoms. This may have indirectly contributed to increased discomfort, including reported sciatic nerve pain on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.